Event description:
It was reported that the right ventricular lead had noise on the electrogram (egm). The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, there was a white substance on the exposed defibrillation coil, there was apparent explant damage and the lead was stretched.